Manufacturer narrative:
(B)(4). Sjm could not evaluate the tv45x45 involved in this incident since it was not returned to us. The device history record for the tv45x45 was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the effusion remains unknown.

Event description:
A patient had their left atrial appendage (laa) closed with a 24mm amplatzer cardiac plug (acp). After the acp was delivered and released, some fluid was noted in the pericardium around the ventricle via intra-cardiac echocardiogram. The blood pressure of the patient was slowly decreasing. A pericardial puncture was performed and 4-5 liters of blood were removed from the pericardium and given back via venous line. Since the bleeding was not stopping, the patient was sent to surgery. A distal 2mm x 2mm hole was found in the laa. The cause of the effusion remains unknown. The patient was noted to be stable post-surgery. The acp remains implanted.